Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the cutter was used to cut a k-wire and a shard of metal fractured of the instrument. There was no patient harm or reports of a surgical delay. This report is for 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.